Event description:
It was reported by the customer that the device delivered an abnormal amount of energy during a defibrillation test with an analyzer. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was that pins 6 and 7 of the u35 integrated circuit, and pins 6, 7 and 8 of the u40 integrated circuit were not soldered. Once the pins were soldered, the energy level measured high. Recalibrated and retested, with no further problems found.